Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer had high blood glucose. Customer's blood glucose had been between 150 mg/dl to 550 mg/dl. Customer ate out frequently. Customer declined troubleshooting. Customer will not be returning the device for analysis.